Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the camera. The system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that confirmed the reported failure. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during setup for a case, it was noted the localizer was not connecting, and there was a red light on the camera. After walking the manufacturer representative through the camera toolbox information, it was noted the bump sensor was triggered and listed as a warning. The warning stated at 6:50 am, when the system was brought into the room, was when the bump sensor was triggered. This issue was noted outside of a procedure, and there was no patient involvement.